Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the most likely root cause of the resistance, is that the captor hemostatic valve on the flexor introducer sheath was in closed position when pulling the gray positioner. It is likely that the iris valve had protruded out of the captor hemostatic valve due to force used when pulling the gray positioner while the captor hemostatic valve was in the closed position. As per IFU the captor hemostatic valve on the flexor introducer sheath should be turned counter-clockwise to the open position before withdrawing the sheath. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: to treat acute aortic dissection (type b), c-tag (gore) was used to close the entry. Since proximal type I entry flow was confirmed, esbe-34-77-t-pf was used to treat endoleak. After placement of esbe-34-77-t-pf, the user attempted to remove inner introduction system from the sheath, however, inner introduction system got stuck at hemostatic valve and could not be removed. Therefore, entire system was removed from the patient's body and sheath was replaced with dry-seal sheath (gore). Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: to treat acute aortic dissection (type b), c-tag (gore) was used to close the entry. Since proximal type I entry flow was confirmed, esbe-34-77-t-pf was used to treat endoleak. After placement of esbe-34-77-t-pf, the user attempted to remove inner introduction system from the sheath, however, inner introduction system got stuck at hemostatic valve and could not be removed. Therefore, entire system was removed from the patient's body and sheath was replaced with dry-seal sheath (gore). Patient outcome: there have been no adverse effects to the patient reported.